Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump p-cap, reservoir locked properly in place. Insulin pump received with cracked keypad overlay, missing display window, cover, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads. Insulin pump passed active current measurement and displacement test. Insulin pump received pump error due to corroded battery tube and moisture damage at electrical board. Insulin pump failed sleep current measurement due to unexpected battery power loss and pump error. Insulin pump received with no battery cap, therefore cannot determine if battery cap is cracked damaged. Insulin pump received was properly tested using a test battery cap.

Event description:
Information received by medtronic indicated that insulin pump had power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the metal piece on the battery cap came off offered to replace the battery cap for the meantime since the metal piece would not stay on and kept popping out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.